Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 20-jun-2019, UDI#: (B)(4) ; product ID: 3387-40, serial/lot #: (B)(4), ubd: 01-dec-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting the patient has a short on 1/2 - 197 ohms. The session report also showed left monopolar contact 0 as investigate - 3,509 ohms. They stated the patient is not getting as great of therapy as they were before and the settings were not changed at all when they changed the ins. General programming options with this situation were discussed. The rep is meeting with the patient and will get therapy impedance values to see if this recharge interval is accurate with what the patient is experiencing. Refer to manufacturer report 3004209178-2021-09853 for related device.